Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 21 mg/dl. A candy bar was consumed to address the low bg. The customer lost consciousness and was treated by the paramedics. The customer was admitted to the hospital. The customer did not provide further information regarding the hospital treatment. The customer thought that the pump was dispensing too much insulin and was the cause of the low bg. The customer was discharged the same day. The customer was sure that there was brain damage due to the low bg; however, no additional details were provided. Upon follow up, tandem clinical diabetes specialist (cds) reported that due to a recent weight loss, the customer's pump's settings required adjustment and was the cause of the low bg. Cds notified the customer's clinical diabetes educator.